Manufacturer narrative:
H3, h6: it was reported that the patient suffered from left hip pain, crepitus, limitations with his strength and range of motion after having a bhr surgery. Patient was scheduled for a left hip revision, and excision of heterotrophic osteophyte. It is unknown if the right hip was revised. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, or escalation actions review could not be performed. If more information is received, this investigation will be reopened. The review of the product's current IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed for the bhr cups. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. The available medical documents were reviewed. The pain, crepitus, limitations with his strength and range of motion are consistent with his left hip heterotopic ossification. Some patients can be genetically predisposed to heterotopic ossification, it is a known complication of joint surgeries. It cannot be concluded the heterotopic ossification was related to the implant. The patient impact is determined to be: the scheduled left hip revision and excision of heterotrophic osteophyte. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
It was reported that the patient suffered from left hip pain, crepitus, limitations with his strength and range of motion after having a bhr surgery. Patient was scheduled for a left hip revision, and excision of heterotrophic osteophyte. It is unknown if the right hip was revised.

Manufacturer narrative:
H10. Internal reference number: (B)(4).